Event description:
A customer reported a system message had been received intermittently. A company service representative examined the system and found that there was fluid in the fluidics module. Pt involvement/impact is unk. Additional info has been requested.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).